Manufacturer narrative:
(B)(4). The previous device evaluation did not identify product error. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were received and reviewed. There is no change to the previous investigative results. Corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- the patient was revised because the cup was loose with one screw broken. Also, the liner appeared to be malpositioned in the cup. Doi: (B)(6) 2004 dor: (B)(6) 2010 (right hip). **update - 07/19/2011 - litigation papers allege the following: for the first few years patient's hip implant went well. However, in 2010 patient began to suffer symptoms including, but not limited to pain, weakness, and difficulty with even simple daily activities. Additionally, patient risked elevated levels of cobalt and chromium metal ions in her blood stream. On (B)(6) 2010, patient underwent a revision of her right hip due to loosening and pain. During the revision, gross metallosis was found. Femoral head added to complaint. Update: 11/15/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update 9/18/2015- pfs and medical records received. After review of the medical records for MDR reportability by a medical professional, the revision operative note indicated metallosis, metal debris, loose cup with 2 loose screws, and one screw that had broken off. No labs were provided for the alleged high metal ions. A screw and the stem are being added for the alleged high metal ions. The complaint was updated on: 9/18/2015.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear metallosis. Added law firm, age, surgeon and updated product details in ips.